Manufacturer narrative:
(B)(4). G2: foreign: country: canada. Product was returned and evaluated. Visual evaluation of the provided photo identified damage to the sterile packaging. Additional evaluation of the returned product found the stem has punctured through all sterile barriers. Sterility was considered breached. The stem had also punctured the outer carton. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the implant was opened, it was noted that the inner package was perforated. It was determined that the sterility had been compromised. The procedure was completed using another device. No further event information is available at this time.